Event description:
The pt received two percutaneous leads (from the same lot) placed in the occipital region (off-label) as part of a (B)(4). It was reported one of the pt's leads got caught on a shirt and pulled ou about three weeks after the trial. The physician decided to explant the other lead and implant two new trial leads at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.